Manufacturer narrative:
Foreign zip code (B)(6).

Event description:
It was reported that an explosion sound was heard from the device during surgery and console could not be switched on. There was a no significant delay and no patient injuries reported. A backup device was no available to complete the procedure.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.